Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event with a fingerstick reading of 53 mg/dl while the ilet displayed 78 mg/dl, after having recently announced an extra meal that led to excess insulin and subsequent hypoglycemia; the user recalibrated the pump during the call and received education to use fast-acting carbohydrates, which they accepted. Symptoms included hypoglycemia. Outcomes included no alarms, no hospitalization, and recovery to a glucose level of 170 mg/dl by the end of the call. Investigation included review of device data and user report, along with troubleshooting and education on treatment of lows and meal announcements. Investigation of this case revealed a mismatch between sensor and fingerstick values and user-initiated insulin dosing via additional meal announcements that likely contributed to the low; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.